Manufacturer narrative:
.

Event description:
Agfa is submitting this MDR on (B)(4) 2014. Agfa's awareness date is (B)(6) 2014 for this event. Agfa submitted MDR report # 1225058-2010-00001 to the FDA on (B)(4),2010 for a customer in the us. An 8th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that one specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the findings code does not coincide with the findings sentence. When the 2 minute finding label is selected in stage 3 exercise stress duration, the report generates the following statement: "the total exercise duration was 1 minute." This results in an incorrect sentence finding that shows in the report that may not be obvious to the reader. The intended "2 minutes" shows as "1 minute". Agfa investigation into the site's impax cv database has confirmed that no patient reports currently contain this incorrect finding sentence; therefore, no patients have been impacted by this change. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.